Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed; the second one had the same problem. The surgeon changed to a third one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The devices were returned in good visual condition. The devices were tested with a generator and no error code was noted. No further functional test could be performed, as the clamp arm did not close. The devices were disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. No conclusion could be reached as to what caused the damaged rotation knob pin hole. Device b batch f9gj0g. Mfg date 4-20-09. Exp date 3-20-14.